Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's infusion set came off while he was working. Blood glucose level at the time of the incident was 170 mg/dl. The caller reported that the adhesive may not be sticking due to sweat. The customer's wife also reported an incident in which the customer had a blood glucose level over 400 mg/dl, which was corrected with a set change. The insulin pump was not replaced or returned for analysis.